Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was black screen and did not function. The field service engineer (fse) identified a faulty auxiliary 2 drawer board in drawer 4.1. The defective board was replaced during troubleshooting, and the system functioned normally afterward. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed black screen and was non-functional. The customer attempted several reboots, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.